Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacture representative regarding a trial patient with an external neurostimulator (ens). It was reported that during placement of the second trial lead the physician did a 'wet tap' and the second lead was removed. A blood patch was performed at the time of the lead pull for the cerebral spinal fluid (csf) leak, and the patient laid flat for an extended period of time in recovery after the lead pull. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.